Manufacturer narrative:
A boston scientific technical services consultant discussed that this could be very close to saturation point for this device as the saturation point is in the range of 150 to 170 ohms and different for each device. Additionally, if any leg of triad configuration comes back saturated than the reading will show as greater than 200 ohms. The consultant discussed bringing the patient in for additional testing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient's system consists of a boston scientific device and a competitive lead. The patient reported that her device beeped 3-4 times, and that when she placed her hand over the device that she could feel it vibrating. She also stated that she did not receive a shock, and that she feels fine. The lead is configured in triad configuration and typically the reading is stable from 60 to 80 ohms. Additional information was received from a boston scientific representative that the cause of the beeping was due to out of range shocking impedance measurements and the patient did not experience muscle stimulation. A device check was performed and all lead diagnostics were within normal limits and the lead looked intact upon fluoroscopy. The patient will be followed via remote follow up. Five months later, the red alert was generated again due to a high shock impedance measurement which was greater than 200 ohms. No adverse patient effects were reported.